Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2019, that on (B)(6)2019 the patient reported no audio for a low alert on the g6 mobile application. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported no audio for a low alert on the g6 mobile application was not confirmed. A probable cause could not be determined via data.